Event description:
It is reported that a customer experiences low blood glucose of 50 mg/dl at night and experiences high blood glucose during the day of around 300 mg/dl. The customer was treated for the low blood glucose with juice. The customer was informed that there could be many reasons for high blood glucose. The customer stated that the insulin pump works fine. The customer was advised that ID the pump did not work then it would need to be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.